Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported gaps in a (B)(6) study where the recorder did not record. A repeat procedure is required. There was no harm to the patient or user.